Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, unusual resistance was noted during insertion of the proglide device into the anatomy. The proglide device not deployed and was removed from the anatomy. Upon removal, it was noted that the suture was exposed at the distal guide area of the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.